Manufacturer narrative:
(B)(4). Visual inspection 1) received: catheter connector [qty 1], filter [qty 1], catheter [qty 1]. The connector, filter and a third party pump were connected together. The connector lid was closed. Catheter connector visual inspection: no abnormalities found. Catheter visual inspection: no abnormalities found. Dimension check catheter length test: company specifications: 990mm ~ 1070mm received sample length: 1043mm the received sample is within company specifications. Catheter outer diameter (end of catheter): company specifications: 0.84 ~ 0.90mm the received sample is within company specifications. Functional test: catheter tensile strength test: test conducted using received connector sample and received catheter sample. Company specifications: above 11n test results: 13.77n the received sample is within company specifications. Others: connection check: received catheter sample was able to be inserted into the received connector sample without resistance and up to the marking point. The connector lid was able to close securely. Device history record: no abnormalities found from reviewing the relevant device history record(s). The product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): catheter detached.